Event description:
It was reported the hook of the device sheared off during the procedure. The adaptor was hooked around the endoprosthesis and after 3 attempts to remove the implant, the tip of the adaptor broke off and had to be retrieved from the patient. There was an extension of anaesthetic time of approximately 45 minutes.